Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results and the customer has counter injected with insulin (dose/type unspecified). The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Shortly after, the customer experienced dizziness, eventually lost consciousness and fell. The caregiver helped the customer to sit up and called an ambulance. The customer regained consciousness by themselves before the healthcare professional (hcp) arrived. At 7:08 pm, the hcp arrived and at first treated the customer by administering glucose orally. The hcp then compared readings within 10 minutes to the customer's competitor brand meter and obtained a reading of 14.7 mmol/l compared to a sensor scan result of 18.3 mmol/l). The customer then was admitted into hospital. At hospital at 7:30 pm, the hcp made a CT scan and some other examinations. The customer remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results and the customer has counter injected with insulin (dose/type unspecified). The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Shortly after, the customer experienced dizziness, eventually lost consciousness and fell. The caregiver helped the customer to sit up and called an ambulance. The customer regained consciousness by themselves before the healthcare professional (hcp) arrived. At 7:08 pm, the hcp arrived and at first treated the customer by administering glucose orally. The hcp then compared readings within 10 minutes to the customer's competitor brand meter and obtained a reading of 14.7 mmol/l compared to a sensor scan result of 18.3 mmol/l). The customer then was admitted into hospital. At hospital at 7:30 pm, the hcp made a CT scan and some other examinations. The customer remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.